Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure using a ruby coil, the nursing staff accidentally kinked the pusher wire and the ruby coil detached. Therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.